Event description:
Needle were tested successfully and there was ice on the needle at the beginning of the procedure. After a few minutes, the physician stopped hearing gas flow ans on the CT image it appeared the ice had stopped growing. Needles were moved to another channel but the issue persisted. Needles were replaced with new needles, but the physician still had the same issue. The treatment was not completed.